Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, the patient had strong confusion and transient delirium after surgery. Afterwards, cognitive function decrease and activities of daily living (adl) decrease were observed, requiring rehabilitation, so hospitalization was extended. Two days after transcatheter aortic valve replacement (tavr), the patient had an increase in mitral regurgitation (mr), likely due to a transient deterioration in function without obvious tendon cord rupture. Pleural effusion accumulation was also observed, requiring adjustment of heart failure medication. Improvement was observed immediately after drug adjustment, and the patient was discharged from hospital nine days after tavr. No additional adverse patient effects were reported.